Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the nebulizer would not mist once it was connected to the compressor. The reported defect was discovered prior to patient use. No patient injury reported.